Manufacturer narrative:
The device referenced in this report was discarded after the procedure therefore, a physical examination could not be performed. Based on the provided information, the patient was already experiencing acute st-elevation myocardial infarction (stemi) when he presented to the emergency room (ER). Although the ivl balloon ruptured, the cause of the patient developing ventricular fibrillation (vfib) was not related to the ivl and but likely due to the patient's condition. Per the patient's primary cardiologist, the patient was extremely sick. The cardiologist was planning on doing a pci on the patient's right coronary artery within the next month if he was stable enough to do it. The patient's blood pressure has been so low the physician hasn't been able to do anything, and he's even limited on what medication he could give the patient. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
It was reported that a patient presented to the emergency room (ER) experiencing from an acute st-elevation myocardial infarction (stemi). The patient was emergently transferred to the cath lab for percutaneous coronary intervention (pci). The patient became unstable at the beginning of the procedure and was placed on a dopamine drip. The heavily calcified lesion at the mid right coronary artery (rca) was pre-dilated with a non-compliant (nc) balloon. A shockwave c2 coronary intravascular lithotripsy (ivl) catheter was inserted via femoral access. Upon initial inflation, the balloon ruptured and was removed. The physician used a rotoblator however, the patient became unstable and was deteriorating and actively infracting while on the table. The patient subsequently developed ventricular fibrillation (vfib). The patient was defibrillated once with a lifepak defibrillator and subsequently intubated. The patient's sinus rhythm was re-established and was transferred to critical care unit (ccu) where he later expired. The patient's primary cardiologist stated that the patient was extremely sick. The cardiologist was planning on doing a pci on the patient's right coronary artery within the next month if he was stable enough to do it. The patient's blood pressure has been so low the physician hasn't been able to do anything, and he's even limited on what medication he could give the patient.